Manufacturer narrative:
The unit functioned properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self test and all operating current tests. The device alarmed unexpected restart error due to a faulty component on the interface board. No unexpected restart error alarm was noted during testing. The following physical damage was noted: minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The customer cleared the alarm and resumed insulin pump therapy but the alarm recurred. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal insulin pump use. The insulin pump was returned and replaced.